Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD replacement due to normal eri, externalized conductors were observed on the rv lead. The physician elected to cap and replaced the lead. The patient's condition is good.